Event description:
Pyrexia above 39 degress celsius. Information was received on 25-may-2006 from a physician via a medical representative of the distributor who obtained the information at a hospital regarding a female patient with no pre-operative complications who developed a high fever (over 39 degrees celsius) following transverse incision of deep uterine for caesarian section in 2006. One pack of seprafilm c-section was placed on the transverse incision of deep uterine and under abdominal incision. No concomitant medical devices were used at the operation. One month earlier, the patient developed a high fever. She was transferred to hospital 6 days after the onset of the fever and re-admitted. Intrauterine bacterium test was negative and the patient was discharged home sometime during the following month (date unknown). The patient had recovered without sequelae as of the same month. The reporting surgeon assessed the event as severe, and the relationship between the event and seprafilm as probable.